Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices or x-rays review. The op report provided does not state any peculiarity.

Event description:
It is reported that patient underwent left total hip arthroplasty on (B)(6) 2009. It is also reported that post op, patient experienced pain and was revised on (B)(6) 2010.